Manufacturer narrative:
Analysis of extension found extension body broken due to overstress or damage. The #6 conductor wire was broken 9.7cm from the proximal end. Suspected marks were observed onthe outer insulation at that point. No significant anomaly.

Event description:
It was reported the impedance was greater than 10,000 ohms. It was noted liquid was found inside the electrode extension near the generator. A revision for the extension was planned to take place in 'a few weeks.' It was also noted 'generator was outside, so we had no voltage.' No patient injury was reported. It was later reported the generator was explanted because 'it accidently became unsterile during the operation procedure.' It was also noted a full revision was planned for (B)(6). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37081, lot# unknown, serial# unknown, product type extension. (B)(4).